Event description:
New information received indicated that the device was explanted and replaced. No telemetry was noted. The patient was stable and had been seen in clinic post operatively and is doing fine.

Event description:
It was reported that patient presented to the hospital for a follow up. The device was found to be in back up vvi mode due to battery below eri. The patient is not dependent. The battery depleted earlier than expected. The patient will be scheduled for replacement. The patient was stable.